Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer received insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-342 and mmt-1884. Troubleshooting was performed for current event insulin flow blocked alarm. The customer was educated on the alarm and its possible causes. The customer did not have a plunger available. As the alarm occurred during priming, the customer was advised to rewind the pump, reinsert the reservoir, and run the fill tubing process until at least 5 units of insulin were observed exiting or the pump alarmed. The pump successfully passed the 5-unit fill cannula test. Troubleshooting was performed and the alarm was identified as a recurring event following the current event troubleshooting. It was confirmed that the tubing was not bent or kinked. The customer had attempted all recommended troubleshooting remedies; however, it remained unknown whether the issue had been resolved. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. Mmt-441ag was requested and customer response was the device will be returned. Mmt-342 was requested and customer response was the device will be returned.